Event description:
Customer reported being hospitalized due to lot bg. Customer was stable to proceed with troubleshooting and pump appeared to be functioning normally. Suggested customer to call md to discuss possible cause of low bg.